Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse found and replaced leaking tubing through pinch valve 43 which opens drain path from low vacuum and waste chamber. Instrument was verified and no other errors were noted. Root cause for the leak is attributed to leaking tubing through pinch valve 43. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak inside coulter hmx hematology analyzer with autoloader (al) that appeared to be diluent. The instrument was idle when the leak was observed. Gloves, safety glasses, and lab coat were worn at the time of incident. There was no exposure to mucous membranes or open wounds. No one sought medical attention. Patient results were not affected. There was no death, injury, or affect to patient treatment.